Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with the pump. The patient reportedly experienced a blood glucose (bg) measurement of 22.0mmol/l (396 mg/dl) with excessive thirst and frequent urination. The battery compartment reportedly was cracked and there was moisture and corrosion behind the display. There was no indication of damage to the battery cap and the battery cap was replaced approximately 1 to 3 months ago. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: the returned battery cap was used for investigation. There was unexplained power on reset (por) event observed in the black box. On (B)(6) 2015 at 18:56 por deliveries were never resumed. The battery compartment was found to be cracked above the bumper pad and corrosion was visible in the battery compartment. There was no damage found to returned battery cap. No moisture was observed behind the display screen. The returned battery cap was able to secure to the pump. The returned battery cap was used to complete a 24 hour duration test; no por¿s were duplicated. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The battery compartment was found to be leaking during a leak test. The pump cover was removed and there was no evidence of internal moisture observed on the pcb or internal components. No damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.